Manufacturer narrative:
Additional information added to h6 and h10 h10: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The alleged lot numbers were reported as 06621h01 and 06625h01. Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 400, micro air bubbles were observed in the blood circuit. The extracorporeal blood was not returned to the patient. No additional information is available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: a batch review for lot # 06621h01 and 06625h01 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.